Event description:
Related manufacturer reference number: 2017865-2022-22618. It was reported that the patient presented to the hospital for a generator change procedure on (B)(6)2022. During examination of leads, it was noted that there was high ventricular rate (hvr) episodes demonstrating noise on the right ventricular (rv) lead and right atrial (ra) lead. There was inhibition of cardiac pacing. Noise resulted in inappropriate mode switch episodes on ra lead. No programming changes were made to the leads. The patient was in stable condition.